Event description:
Information received regarding the explanted device notes that during a recent transtelephonic monitor (ttm) check, no pacing activity was observed with or without magnet. The device could not be interrogated and was replaced. The patient was in normal sinus rhythm at 80 bpm.